Manufacturer narrative:
The investigation determined that a non-reproducible amon result was obtained from non-vitros biorad quality control fluid on a vitros 5,1 fs chemistry system. The most likely assignable cause for the non-reproducible vitros amon result is instrument related. A review of historical amon qc performance identified atypical within-laboratory vitros amon qc performance when using the non-vitros biorad qc lot. An ortho field engineer performed service actions to the microslide incubator and replaced the incubator evaporation caps. Following completion of service actions, significantly improved vitros amon quality control performance has been maintained using the same vitros amon reagent lot.

Event description:
A customer reported a non-reproducible amon quality control result from non-vitros biorad quality control fluids when using a vitros 5,1 fs chemistry system. Biorad level 2 = 99.4776 versus expected 80 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon patient sample results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).